Manufacturer narrative:
Initial reporter addr 1: (B)(4). Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had defective plunger/calibration. There was no patient involvement.

Manufacturer narrative:
Omit:a08 - calibration problem (2890),g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined,c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had defective plunger/calibration. There was no patient involvement.